Event description:
It was reported that the blue coating at the end of the sensor guidewire came loose, exposing the sharp metal. The consultant surgeon spotted this before the loose end went inside patient. No patient complications were reported. Boston scientific has been unable to obtain additional information regarding the procedure outcome to date, despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of core wire break.